Event description:
It was reported that the user experienced glucose variability with both hyperglycemia and hypoglycemia while using the ilet, attributed to inconsistent meal announcements and use of meal announcements as corrective actions, and the user requested additional training; a factory reset was considered as troubleshooting. Customer care provided support that included user coaching on proper meal announcement practices, and consultation with clinical support for training and troubleshooting guidance. Investigation of this case revealed user technique and use error related to meal announcements as the likely contributors to glycemic excursions, with no device component failure identified. No clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included the need for additional user education and consideration of device reset without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user training/technique and use error.